Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,on (B)(6) 2016, right ventricular (rv) lead pacing impedance rose to 1296 ohms up from a trend in the 360-456 ohm range and then was varying between 816-2912 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), beginning (B)(6) 2016, ventricular sensing integrity counts up to 4783; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead was reprogrammed and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.